Event description:
The patient underwent an interspinous process decompression at l4/5. Approximately 11 months post-operatively, the patient began ex periencing continuous pain in the lower back, hip and legs. It was also reported that improvement of lcs (lumbar canal stenosis) symptoms failed for this patient. Approximately 13 months post-op, the interspinous spacer at l4/5 was removed and a decompression was performed. According to the report, patient status was "recovering" same day post-revision. No further patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.